Manufacturer narrative:
D10: 300-01-12 - equinoxe hum stem pri press fit 12mm: 6808078. 320-38-00 - 145-deg pe 38mm hum liner +0: s275537. 320-10-10 - equi rev tray adapter plate tray +10: 6476673. 320-15-05 - eq rev locking screw: 7150144. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced a periprosthetic humeral shaft fracture, which required orif (open reduction internal fixation). No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. The revision reported was likely due to a bone fracture. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.